Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the malposition (canted/placement too low) is unknown. However, the patient¿s horizontal aorta likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, the valve was canted. Hemodynamics became unstable and the patient developed cardiac arrest. Additionally, due to the moderate jet paravalvular leakage (pvl), a valve in valve procedure was required. The second valve was also canted. During the balloon aortic valvuloplasty (bav), non-coronary cusp (ncc) was slightly stood up and amount of central aortic regurgitation (ar) was increased. The blood pressure (br) was in 60-70¿s mmhg. A 23mm sapien 3 (s3) valve was crossed, executing rapid ventricular pacing (rvp) and angiography twice to confirm the location of the valve. Bp at this point was in 50¿s mmhg. Rvp was again started to implant the valve, executing angiography in parallel; however, the valve was pushed toward left ventricular (lv). The valve was implanted with nominal volume. The ascending aorta under sinotubular junction (stj) was horizontal precipitously and it was difficult to implant the valve coaxially. The valve was canted, 80:20 aortic/ventricular (a/v) position at ncc side, and 20:80 (a/v) position at left coronary cusp (lcc) side. The left ventricular hypokinesia worsened and bp was in 30¿s mmhg. The patient developed cardiac arrest and cardiac massage was executed for 2 minutes. The intra-aortic balloon pump (iabp) was started. Then the patient developed ventricular fibrillation (vf) and defibrillation (dc) was executed once. As the hemodynamic was unstable and not improved, percutaneous cardiopulmonary support (pcps) was implemented. Bp recovered to 100¿s mmhg; however moderate pvl at lcc side was observed. It was decided to execute the valve in valve procedure. The second 23mm s3 valve was implanted with nominal volume. The physician intended to place the second valve in a higher location than the first valve; however the valve was pushed toward lv during the inflation and implanted in lower location than intended. The valve was canted, 70:30 (a/v) position at ncc side, and 30:70 (a/v) position at lcc side. The moderate pvl resolved to mild and the procedure was completed. After the procedure, the patient was weaned off from pcps and extubated. The patient was transferred to ICU with iabp still placed. The patient is under monitoring.